Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed primed. Customer's blood glucose was 451 mg/dl. The customer was advised that the alarm was cause by reservoir occlusion and possible set occlusion. Customer was advised to replaced sets. The customer was instructed on fill/priming technique. The customer was instructed to fill with room temp insulin to avoid air bubbles.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.